Manufacturer narrative:
(B)(4). Date sent: 7/29/2021 b5: corrected event description: it was reported by the rep during a thoracic wedge resection on the first firing of the resection the doctor was using a sixty echelon with a black reload. The first firing was successful. The scrub tech washed device and reloaded it with another black reload. After waiting fifteen seconds the stapler was fired and the blade moved halfway and stopped. The reverse button was used to reverse the blade and open the jaws. A second like device ¿psee60a¿ was opened and loaded with a black reload. For the third firing the stapler was closed down on tissue and when the surgeon fired it the firing handle broke. The stapler was unclamped and removed from the patient. Another psee60a was opened and loaded with a new black reload. The surgeon closed the stapler and waited for fifteen seconds. The stapler was fired, and the blade moved three quarters of the way and stopped. The reverse button was tried, and it did not work. The battery was removed and flipped, and the reverse button was tried again. The reverse button broke. The manual override was tried the surgeon could barely torque it. The manual override lever moved far enough to open the jaws and remove it from tissue. The procedure was completed with echelon 45 and two additional black reloads with no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2021.

Manufacturer narrative:
(B)(4). Date sent: 6/25/2021. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a thoracic wedge resection on the first firing of the resection the doctor was using a sixty echelon with a black reload. The first firing was successful. The scrub tech washed device and reloaded it with another black reload. After waiting fifteen seconds the stapler was fired and the blade moved halfway and stopped. The reverse button was used to reverse the blade and open the jaws. A second like device was opened and loaded with a black reload. For the fourth firing the stapler was closed down on tissue and when the surgeon fired it the firing handle broke. The stapler was unclamped and removed from the patient. Another plee60a was opened and loaded with a new black reload. The surgeon closed the stapler and waited for fifteen seconds. The stapler was fired and the blade moved three quarters of the way and stopped. The reverse button was tried and it did not work. The battery was removed and flipped and the reverse button was tried again. The reverse button broke. The manual over ride was tried the surgeon could barley torque it. The manual over ride lever moved far enough to open the jaws and remove it from tissue. The procedure was completed with echelon 45 and two additional black reloads with no patient consequence.